Event description:
It was reported that the patient had experienced a pocket fill in (B)(6) 2013, subsequently, experienced an overdose and was admitted to the hospital. Later in (B)(6), when the patient was at a first time visit with a new healthcare provider (hcp), it was reported, the pump was found to be empty. The pump logs indicated that the next refill was not supposed to be until (B)(6) 2013, however, the new hcp upon checking the pump on the day of report, didn't get anything out. It was then noted that between the pocket fill/overdose and then empty pump, the patient had experienced withdrawal. It was also reported that same day by the patient that the patient had been "od'd from a pump fail" and the patient sought out the new hcp in (B)(6) 2013, because the previous hcp "overdosed me", the patient referred to the pocket fill and admission to the hospital. The symptoms of overdose started immediately following the pocket fill and consisted of blurred vision, dizziness and nausea. The patient reported at the time of overdose, being given concentrated narcan. The patient noted being told this would have been because, he was given the whole vial full of medication in his body the day it happened. Following the pocket fill and hospitalization on (B)(6) 2013, the same hcp that caused the pocket fill came in that night and reduced the pump dose by 15 percent. Two days later, a new hcp that was requested came in and reduced his pump by 50 percent. It was thought this dosage decrease was being done when the pump may have actually had less than expected or had been empty already. The patient noted also going through withdrawal. Patient stated regarding the withdrawal "I did do that on my own, at home" and was in "bad shape" because of being without medication for a little over a month. When the pocket fill did occur in (B)(6), the patient had in fact experienced overdose and that this was the third occurrence. The patient stated "this is my third time now getting od'd since". The timeline of events were no entirely clear by the reported information and other possible events were being reported in separate manufacturer reports. When interrogated on the date of report, there was nothing current in the logs and there was no active alarm. The hcp was questioning if it could be related to the previous pocket fill- when the new hcp was unable to pull anything from the pump, and that the patient was running at a "low rate". After discovering the empty pump, the hcp even used a stethoscope to listen for any alarms, and there were none. Everything indicated, the pump was still working. When the hcp filled the pump on the day of the report, the dose was cut in half, down to 4mg/day from 8mg/day. It was again contemplated at the previous refills that possibly a partial or complete pocket fill had possibly occurred, where some of the drug went into the pump and some into the patient's pocket, which lead to the empty pump on the date of the report. They were unsure however of the exact cause of why the pump was empty. But it was thought that the pump had been running dry for 3 or 4 weeks. It was later reported on (B)(6) 2013, the new and current hcp was performing a dye study on (B)(6) 2013, in addition to other troubles hooting to determine if the pump was working after being dry for the preceding weeks, as the patient was still not receiving effective therapy. It was noted that there was no difficulty in filling the pump at all at that time, also with the hcp aspirating the catheter fine and priming the catheter volume. Following the study, troubleshooting and looking at the logs, everything looked fine. It was noted that immediately following the study, it was found the pump was filled with 40mg/ml and programmed for the 50mg/ml it had usually contained. It was planned to have the patient immediately reprogrammed to the actual 40mg/ml concentration so the patient would not be under infused and would get the correct dosing delivered. There was no update on the patient's therapy effectiveness as of (B)(6) 2013. All of the events involved the pump delivering the drug morphine. Additional information has been requested, however, has not yet been received.

Manufacturer narrative:
Product ID: 8709sc lot# n182654011, implanted: 2008 (B)(6); product type catheter product ID: 8840 serial# unknown, product type programmer, physician. (B)(4).